Manufacturer narrative:
The fse replaced the sample line from the blood sampling valve (bsv) to the mix chamber and to the flow cell. The fse also replaced the differential preserve line to the mix chamber and performed volume conductivity and scatter (vcs) verification. The service was verified per established procedures and was found to be within specifications.

Event description:
The customer reported the coulter lh 500 hematology analyzer was not recovering differentials results on the abnormal 2 control. There was no report of injuries, erroneous results, or change to patient treatment in connection with this event. The customer noted that the sample was correctly mixed prior to analysis on the instrument. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument. The fse confirmed the abnormal 2 control was not recovering differential results, and was recovering non-numeric values and incomplete flags. The fse stated the numeric values on the abnormal 2 control were correct when the control run was not flagged. The customer informed the fse that five (5) patient samples were recovering partial clog 2 (pc2) errors and were not generating any results (non-numeric values). The customer did not provide any information as when these samples were run.